Event description:
It was reported that during a superion indirect decompression implant procedure, the spindle cap broke. The broken spacer was removed and a new spacer was successfully implanted.

Manufacturer narrative:
Device analysis performed on the returned spacer was analyzed and revealed that the spindle cap was completely sheared off from the implant body. This damage to the spacer indicates the break was due to both the deployment against resistance, such as bone, and not correctly attaching the inserter to the spacer. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, device breakage can occur when used with forced deployment and is noted within the IFU as a potential complication associated with the use of the device.

Event description:
It was reported that during a superion indirect decompression implant procedure, the spindle cap broke. The broken spacer was removed and a new spacer was successfully implanted.